Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 103 mg/dl. The customer was advised to try current reservoir with new inf. The customer insulin exited with plunger push. The advised to rewind pump and re-insert reservoir. The customer was advised to run manual prime/fill tubing followed by a 5.0 units fixed prime/fill cannula. The pump did not alarm. The customer was advised the alarm was caused by a connection issue. The customer was advised to monitor the pump. The customer reported via phone call that the insulin pump had reservoir leak. Customer's blood glucose was 103 mg/dl. The customer stated that the leak was in the reservoir compartment. The customer stated that there is no cracks or split. The customer was advised to return the reservoir and transfer guard but she threw it away.